Manufacturer narrative:
The associated complaint device was not returned. An investigation performed by our clinical medical team noted that no clinical supporting documents were provided therefore, a medical assessment could not be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to replace an insert that was too small.